Manufacturer narrative:
This report is submitted on september 07, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator into the coil area (specific date not reported). Subsequently, the patient was treated with an unspecified medication (specific type, date and duration not reported). The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The patient experienced a infection at the implant site and subsequently was treated with IV antibiotics for 4 days and topical antibiotics (specific date and duration not reported). This report is submitted on october,15,2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2023.